Event description:
A home pt contacted baxter's technical service center to reprime the pt line during initial drain. The home pt reportedly did not open the pt line clamp during prime. The home pt was instructed to dispose the set-up and start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.